Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebx0823 showed no other similar product complaint(s) from this lot number. Device not received.

Event description:
It was reported that when permeabilizing the repair of the catheter to make the connection, it was observed that it was obstructed.

Event description:
It was reported that when permeabilizing the repair of the catheter to make the connection, it was observed that it was obstructed.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an occluded connector was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was one 4fr s/l groshong proximal connector segment. The sample appeared free of obvious usage residues. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be fully occluded. No fluid movement was observed in the extension tubing. Following disassembly, the occlusion was isolated to the red flushing connector. Microscopic inspection of the distal end of the red flushing connector confirmed the presence of occluding material. The occluding material was continuous with the connector material. The connector occlusion appeared to be the result of material deposition during the molding process. The reported lot was manufactured before corrective actions were implemented by the manufacturer.